Event description:
Facility emergency dept staff were preparing to use the product. Reportedly, when the electrode package was opened it was observed that the gel was damaged. Another package of electrodes was immediately used. There was no report of adverse affects to a pt resulting from the discrepancy.